Event description:
It was reported that prior to starting a da vinci prostatectomy procedure, the surgical staff noted that the prograsp forceps instrument jaw would not open and also found that the wire loosen. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that intuitive motion was not being experienced due to a derailed grip cable at the clamping pulley. The grip cable was found off-track its slot causing movement issues. Additional observation not reported by site was that the instrument's main tube exhibited insulation damage at the distal end. The surface of the main tube appeared to be scraped off with deep scratches and material was missing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.